Event description:
The account stated that while smoke came out of the celldyn 3200 sl monitor, the account turned the power off. No fire was seen and there was no injury.

Manufacturer narrative:
The customer reported the display image was bent or blurred for a few days prior to the issue occurring. The image could be improved by using the adjust button. However, the customer had to turn off the power when the monitor began emitting white smoke. The customer has other pc monitors on site and decided to use a substitute monitor rather then have the monitor repaired. The smoke that came out was white. There was no visible fire and the customer did not received any injury. The cd 3200 system operator's manual (06h60-01, rev m) states that in an emergency situation the customer should turn off power in any order as quickly as possible. Section 8, on hazards, states that basic electrical hazard awareness is essential to safe operation. Nothing should be disconnected while the power is on and to follow directions to power down the instrument and all connected equipment before performing any tasks such as maintenance or moving equipment. In addition, a review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports was performed and no adverse trends were identified. This is the final report.